Manufacturer narrative:
Concomitant medical products: tyrx-aae absorbable envelope; dtma1qq crt-d; 439888 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the clinic with a fluid filled device pocket. Cultures taken from the pocket showed moderate growth of enterobacter cloacae and gram positive cocci. The patient was given antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the infected device pocket. Five days later a new crt-d system was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.